Manufacturer narrative:
Device passed the displacement test and self test. No audio anomalies or hardware low level failures alarms noted during testing. Audio levels changed when adjusted. No hardware low level failures alarms found in pump history file. Audio or vibrate anomaly or absence of alarm not confirmed. Hardware low level failures not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose value was 192 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the audio beep test was failed. Customer reported they did not hear the differences between the two audio beep volumes 1 and 5. Advised that the insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.